Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Yellow particles in device inner surface are observed. Crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.